Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer states that when the bed is raised, it will not always stay up. It will slam down.